Event description:
Upon removal of the needle stylet the IV catheter separated from the catheter hub. Additional info received from the facility indicated that the pt suffered no adverse sequela associated with this incident.